Manufacturer narrative:
The investigation is ongoing; therefore, a root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported that the subject device displayed error code e116 (otv error). The customer later called back and reported that the device was now functioning correctly and will not be returned to an olympus for evaluation. Follow-up with the customer confirmed the device was still functioning properly and there was no patient or user injury due to the reported event. No further information was provided.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Please see updates to h4, h6 and h10. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 5 years since the subject device was manufactured. The device was not returned for evaluation, however, based on the results of the investigation, it¿s likely the error code (e116) was due to a faulty charged coupled unit. The root cause of this event was unable to be identified. Olympus will continue to monitor field performance for this device.